Manufacturer narrative:
Date rec'd by MFR: 21aug2019. The service technician confirmed the reported issue. The service technician was unable to perform touchscreen calibration. V60 freezes in calibration mode. The service technician replaced the touchscreen and performed the required test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 24sep2019; b4: 03oct2019. A touch screen assembly was returned for analysis. An investigation was performed and the ul_lr and ur_ll resistance and resistance ratio were out of specification. Fault was found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05july2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported touchscreen failure. The device is pending evaluation.